Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, the color of the tube caps varied, causing issues with the instrument. This occurred 20 times. There was no report of patient impact.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for color variation(shield) with the incident lot was not observed. Bd does not make any claims that hemogard shields will be same shade. Additionally, one hundred(100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to color variation(shield) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode color variation(shield). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.